Event description:
This device was returned without documentation from an unk source. The following physician's office has not seen this pt since 2009, when the pt switched following physicians. Medtronic, boston scientific, st jude medical and ela have no record of this pt. Per the implanting physician's office, this device was replaced on (B)(6) 2010 with a st jude device. St jude has no record of this device.